Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter powered off during use and when powered back on it had reverted to the setup mode. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter issue occurred 2 weeks prior to contacting lfs. The patient claimed that just prior to attempting to test with the subject meter she had developed symptoms of "blurry vision, lethargy and thirst". The patient stated when she was unable to obtain a reading with the subject meter, she then tested herself with her freestyle meter and obtained a reading of "33.5 mmol/l (603 mg/dl)". It is not known what treatment, if any, the patient received in response to the symptoms and elevated result obtained on the other device. At the time of the call, the patient claimed she saw her endocrinologist (date unknown) and was advised to increase her lantus insulin dose from 12 units to 18 units and to continue taking her humalog insulin based on her sliding scale. At the time of the call, the patient informed the csr that she was taking prednisolone at the time of the incident, which may have contributed to the elevated blood glucose excursion. At the time of troubleshooting, the alleged meter issue remained unresolved. Replacement products were sent to the patient. Although the patient reportedly developed signs/symptoms suggestive of hyperglycemia, there is no indication that the alleged meter issue caused and/or contributed to the patient's serious injury. The patient reported that she felt symptomatic prior to when the alleged meter issue began. Therefore the alleged meter issue did not contribute to the patient's symptoms. In addition, based on the information provided there is no indication there was delay in treatment. However, this complaint is being reported because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.